Manufacturer narrative:
Concomitant medical products: cmrm6133 envelope, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and died one day post implant of the cardiac resynchronization therapy defibrillator (crt-d) system. Additional information received noted that the patient status was stable prior to the implant and there were no procedural complications. The cause of death was requested but was unknown.